Event description:
Combo setting, power ramps up, wires get too hot, burns patient. Djo has received no report of medical intervention or interruption of treatment in relation to this incident; however any report of burn is considered a serious injury.